Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set tubing was leaking on (B)(6) 2025 at t-lock. Blood glucose level was displayed high at the time of the event. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.